Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the identity and definitive root cause of the foreign material could not be determined. The instruction manual identifies the following verbiage, which may have prevented the phenomenon: ¿inspect the air / water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities. Keep the air/water valve's hole covered with your finger and depress the valve. Observe the endoscopic image and confirm that water flows on the entire objective lens.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer's allegation was confirmed; due to clogging of the nozzle, air and water supply volume did not meet standard value. In addition to the foreign material in the nozzle, the evaluation findings are as follows: due to wear of angle wire, bending angle in the "up" direction did not meet standard value, due to wear of angle wire, the play of the "up/down" knob was out of standard value, the adhesive on the bending section cover had a crack and white-clouded area, due to clogging on the nozzle, water removal ability did not meet standard value, the image guide protector was damaged, the adhesive around the objective lens was peeled and had a white-clouded area, the light guide lens had a crack, the connecting tube coating was peeling, and the connecting tube had a wrinkle. Additional information obtained identifies the product was cleaned, disinfected, and sterilized before it was sent to olympus. There was no delay in the start of precleaning. The customer flushed the air/water nozzle with water and air. There were no abnormalities in the accessories used for reprocessing. The customer flushed the air/water nozzle/channel with detergent solution. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer initially reported to olympus that the evis lusera colonovideoscope had poor air/water supply. The issue was found during preparation for use for a diagnostic procedure that was completed with a similar device. There were no reports of patient harm. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was identified: the nozzle was clogged with foreign material.